Event description:
It was reported that in (B)(6) 2012 the patient¿s immune system was not working right and she lost 30 pounds. Lately the patient had been sick. The patient was eating, but ¿nothing¿s there.¿ the patient¿s symptoms were like the last time she was put in the hospital.

Event description:
It was reported the patient's device "shut off by itself" in (B)(6) 2012. The patient was in the hospital for 8 days in (B)(6) 2012 because the device was "stuck on high and overworking and working against the body." It was indicated the patient had no nutrients in their system and was "sick, throwing up, dehydrated, and had diarrhea." It was further stated that it "seemed to be happening again." It was noted the patient was "eating, but nothing was there." It was unclear what this statement was referring to. It was stated the patient's device "may need to be replaced and may be defective." An appointment with the patient's healthcare provider (hcp) was scheduled for early february. It was noted the hcp would check the device at that time. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).